Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device would not fire completely and did not cut tissue properly. There was no add'l bleeding. Tissue loss was reported as a few millimeters from the stomach. The surgeon used another device to continue the case. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).